Manufacturer narrative:
The reported laser indirect ophthalmoscope was received for in-house repair. The reported problem was verified. The bulb housing assembly was found to be stripped with damaged thread and the bulb socket was found to be stripped. The pupil adjustment was also found to not function properly. The bulb socket and bulb housing assembly were replaced. The broken set screw on the pupil lever was removed and replaced. The customer also approved having the fiber cable replaced. The light source and pupil adjustment was verified, functionally tested, and met product specifications. The system was then tested and met all product specifications. (B)(4).

Event description:
A nurse reported the indirect laser light would not come on. The bulb was changed but the problem remained. The customer stated they had to cancel the procedure on the pt's left eye. The nurse reported they figured out what the problem was after doing some troubleshooting with the company sales representative. However, the case had already been canceled and the pt had been sent home. The nurse was unclear about what the problem was, but did state the issue was the way the bulb was inserted into the indirect. The facility therefore canceled the service request. The nurse then called in to technical support services (tss) to set up a repair for their laser indirect ophthalmoscope headlamp. The unit will be sent in for evaluation and repair. There was no pt injury reported.